Manufacturer narrative:
(B)(4).

Event description:
The patient experienced no stimulation. She felt stimulation yesterday. She increased stimulation from 1.80 to 2.10 and still no stimulation. It was noted that no antenna was being used. Additional information has been requested.